Manufacturer narrative:
Result of investigation: the customer's statement "there is no image, it seems to have burned fibers. No image" cannot be confirmed. The optics we have been provided with were opened by a third-party repair service not authorized by karl storz, and imaging components were destroyed. The distal cover glass shows air bubbles in the silicone separating layer, which may have been caused by mechanical impact or by the third-party repair attempt. There are solid foreign particles/glass splinters in the rod lens system. During disassembly of the optics, a manually and improperly performed milling was found on the "end plate" component, the function of which cannot be determined. The built-in prism mirror is cracked/broken. The damage found was caused by unauthorized third-party repairs not authorized by karl storz, destroying the component, and cannot be attributed to a manufacturing/production defect. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image (veterinary surgery). No negative impact in state of health reported.